Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reason. The ipp was removed and replaced with a tactra malleable prosthesis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.